Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that there may have been annular calcification prior to implant of the device. Additionally, the physician stated that the device looked "a little abnormal" when removed from the packaging. No further adverse patient effects were reported.

Manufacturer narrative:
Evaluation: the valve was received at medtronic in a clear 0.2% glutaraldehyde solution in an explant kit. The valve leaflets were in a semi-relaxed position. All leaflets were slightly stiff but flexible. All commissures were intact. The valve was rotated in the stent, i.e. The position of the right cusp of the valve relative to the non-coronary cusp position in the stent. However, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve was discolored showing evidence of blood contact. The valve was tested in-house on the pulse duplicator at 70 beats per minute with a simulated cardiac output of 5 liters per minute. Hydrodynamic testing data showed the gradients are slightly higher, and the effective orifice area (eoa) slightly lower than the historical testing data. Since the valve was implanted and subsequently decontaminated, the blood remaining on the valve can cause leaflets to be stiffened and result in these slightly higher gradients. Likewise, the closing volume portion of the leakage measurement is slightly increased in comparison to historical data. Again, this is consistent with the stiffening of the tissue as stated above. High speed video evaluation showed normal leaflet function. All three leaflets opened and closed in a synchronous manner, with no evidence of leakage upon closure. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the investigation and analysis findings, no evidence of anomalies found on the device. The reported observation cannot be confirmed. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that after this bioprosthetic valve was fully sutured into place and the patient was taken off of cardiopulmonary bypass (cpb) for 25 minutes, it was noted on transesophageal echocardiogram (tee) that the leaflets would not coapt properly which resulted in severe aortic regurgitation. The device was explanted and replaced with a non-medtronic device. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.